Event description:
It was reported that an impedance value of 34 ohms was seen on electrode pair c and 2. All other electrode pairs were within normal limits. The patient was programmed to c and 1. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387s-40 lot# v741667 implanted: (B)(6) 2011 explanted: na; lead model 3387s-40 lot# v741667 implanted: (B)(6) 2011 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.